Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced six infusion sets packaging issue event on (B)(6) 2026. Patient stated that the primary packaging had a missing plastic seal. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.